Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that expiration-date label information was missing on relion® insulin syringe packaging. There was no report of user impact. The following information was provided by the initial reporter: "friend of consumer called to inquire about expiration date on relion syringes. Stated that there is no expiration date on the package, consumer does not have the box."